Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, an attempt was made to send the wire out through a vein, but it would not advance. The catheter was pulled out of the body and an attempt was made to fix it by hand; however, it could not be corrected. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.